Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During the procedure, the balloon could not cross through the lesion. The lesion was dilated, however, upon 6th inflation, it was noted that the balloon ruptured in a pinhole form at the middle part of the balloon at 6 atm for 30 seconds. The device was removed using normal method without issue and the procedure was completed with this device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 6mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.